Event description:
The caller reported a pixel issue on the pump display where the screen was lit up, but only showed grey with some white blotches, affecting the ability to interact with or read the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.